Event description:
(B)(4). Initial and f/u info received on (B)(6) 2009 respectively were processed together: this non-serious spontaneous rumor case report from (B)(6) was reported by a non-health professional via a call center and forwarded by our local affiliate (B)(4). This case is associated to case (B)(4) by reporter. The reporter stated that an unspecified amount of pt who received poly-l-lactic acid (sculptra) therapy developed swelling (nos). In addition, she reported that her physician said there were some cases of pts who developed scars (nos), which he relates to poly-l-lactic acid therapy. No further info is available, as the reporter refuses providing further details.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) was initiated: (B)(4). Addendum for f/u info received on (B)(6) 2009: ptc results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.